Event description:
During a product demonstration at a customer site it was observed that while using the vessel analysis software option the vessel image and annotation is flipped after regenerating the image in a curved format. A clinical application specialist has tasted that the suspect vessel image and annotation is easily detectable for a physician either on the screen or on the printed images. Although no injury was reported, the concern is if the physician did not detect the issue and relied on the suspect vessel image and annotation, unnecessary medical treatment could be performed and may lead to a serious injury.

Manufacturer narrative:
Investigation of the root cause of this issue is ongoing.